Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The displacement test was not performed due to the keypad anomaly. The device had minor scratches on the lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call, the keypad on the insulin pump are locking up and is unsure why. Customer's blood glucose was 276 mg/dl. Customer's father didn't recall any significant event which may have caused the keypad issues. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.